Event description:
This is filed to report a gripper actuation issue it was reported that during preparation of the clip delivery system (cds), one of the grippers would not lower. It was noted troubleshooting was not performed as the gripper line was caught in the gripper. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to open or close (gripper actuation ¿ single), associated with a gripper not lowering, was due to the gripper line being caught on the gripper arm. A cause of the reported material deformation (gripper line), associated with the gripper line being caught on gripper arm, could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.